Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was sticky, hard to press and unresponsive at times. Customer's blood glucose level was unknown. Customer stated that the insulin pump had unexplained no insulin delivery and piston priming alerts. Customer stated that the insulin pump had motor errors. Customer reported that the insulin pump had crack on screen, diminished battery life and rejected brand new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm anomalies, unexpected error message, motor error alarm, prime /fill anomaly and no delivery alarm /occlusion anomalies noted due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed.